Event description:
Target was identified on ultrasound and biopsy device fired into patient's right kidney transplant. Biopsy gun malfunctioned and no tissue sample was obtained from first attempt; only minimal amount of blood. No user error. Patient unharmed. Provider requested new biopsy device be opened. Two more of the same device (same brand, different lot numbers) were opened and malfunctioned in the same way. Patient unharmed. No user error. Fourth device opened and sample was obtained. Defective biopsy guns wrapped in red bags. Placed back in original packaging, and delivered to materials management.